Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The history files were read out and analyzed. A malfunction of the perfusor space or a delivery rate deviation could not be detected based on the history files. The sample was subjected to a visual and functional examination. A self test was performed and a delivery mode was started. No malfunction occurred during the test. The delivery accuracy of the pump was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could not be confirmed. During the investigation no technical malfunction could be detected on the perfusor space. During the performed checks all the determined measure values are inside the specification. The reason could be a not correctly filled syringe, but it was impossible to detected the filling of the syringe on the date of occurance. The software version is to old for analysis of the motor steps.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kindom): "over infusion"